Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer catheter and lidstock for evaluation. After the sample failed functional testing, the proximal end of the catheter body was microscopically examined. A small flap of extrusion was detected, which led to an adjacent hole. The flap was along the seam of the hub. The total length of the returned introducer catheter body measured to be 2.52" which is within specifications of 2.458-2.528" per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer catheter was used to flush and aspirate water with a lab inventory syringe. Leakage was observed adjacent to the hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus." The customer report of a catheter leak was confirmed by functional testing of the returned introducer catheter. A small flap of extrusion was found adjacent to the hub, which led to a small hole. Based on this finding, manufacturing likely caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
It was reported "when the user inserted a catheter over needle with a syringe from the inguinal region, the air was aspirated. Therefore, it was removed and a new kit was opened instead." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "when the user inserted a catheter over needle with a syringe from the inguinal region, the air was aspirated. Therefore, it was removed and a new kit was opened instead." No patient harm reported. The patient's condition is reported as fine.